Event description:
The pt was using a liquid oxygen portable unit. When the pt turned on the portable liquid oxygen started leaking from the flow port where the nasal cannula attaches. The liquid oxygen went into the tubing through the cannula and into the base of his nasal passages. Pt had slight redness under the nasal passages. No medical attention sought.